Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an inaccurately high blood glucose result on the subject meter of "10.7 mmol/l" compared to an unknown result on another meter (ot vita). This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.